Event description:
A user facility reported that one of their patients experienced a significant burn at the treatment site following the use of the alma harmony system. The investigation performed by alma lasers inc. Determined the injury to be a second degree burn, therefore we are reporting this in good faith.